Event description:
It was reported that the cross arm brake is broken. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cross arm brake assembly. System operates as intended.